Manufacturer narrative:
It was initially reported that the device received did not match the serial number printed on the packing slip. This was reported using the device code ¿device markings¿. The event was reviewed by the mentor complaints department and it was determined that there was no product quality issue because the issue was with the packing slip, not the device. Device code is being updated to ¿manufacturing, packaging, or shipping problem¿. The device history record (DHR) of lot number 7535074 was not reviewed. An internal corrective action has been opened to investigate and address this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 1) mentor smooth uhp 930cc device, catalog #35050930l, serial #(B)(4). 2) mentor smooth uhp 930cc device, catalog #35050930l, serial #(B)(4). 3) mentor smooth uhp 1030cc device, catalog #35051030l, serial #(B)(4). 4) mentor smooth uhp 1030cc device, catalog #35051030l, serial #(B)(6)) mentor smooth uhp 1135cc device, catalog #35051135l, serial #(B)(6). Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a facility received six mentor devices (two mentor smooth uhp 930cc devices, two mentor smooth uhp 1030cc devices, and two mentor smooth uhp 1135cc devices) that did not match the serial numbers printed on the packing slip. In addition, one of the mentor smooth uhp 1135cc devices (serial #(B)(4)) had a tear in the shrink wrap package. There was no patient consequence as none of the devices came into contact with a patient. This medwatch report is for the 6th of 6 devices.